Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2025, at the distribution center, a foreign object was found in a sterilization package during replenishment from shelf inventory. There was no surgical involvement.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: corrected: d4 (primary UDI number) h3, h6: the product was returned to j&j medtech orthopaedics for evaluation. Note: following investigation was performed by the supplier. Please refer to the pi attachment (B)(4) f28 mfg investigation revised. Per the complaint and returned device review, the complaint condition is confirmed to be nonconforming. However, investigation of the issue determined that the cause of the complaint condition was not caused by jabil monument manufacturing. Results of the vision inspection identified the burr to be sourced from a damaged flute on the drill bit, therefore, the burr is not a foreign body, but a residual piece of approved manufacturing material left in the sterile packaging. Jabil monument handling operations are limited to thermal rinse, sterile packaging, where a plastic tip guard is added over the flute and the drill bit is vacuum sealed in two poly pouches. The last handling operation is boxing where the double pouched drill bit is inserted into an envelope type carton. The burr creation is likely to have occurred at the jnj retained supplier orchid during the flute machining operation. The burr was either dislodged from the placement of the tip guard or from further transport and handling performed after the device had left jabil monument. Therefore, the burr in the sterile packaging can't be confirmed as a jabil monument sourced defect. A dimensional inspection was not performed as it is not applicable to the complaint condition. A functional evaluation was not performed as it is not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the drill bit ø2.8 qc l135 calibration 45 would have contributed to the complained device issue. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through j&j medtech orthopaedics quality system. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot ==> part# 03.133.106s lot # 52867p8 manufacturing site: werk selzach logistik supplier: (B)(4), inc release to warehouse date: 05 feb 2025 expiration date: 01 feb 2035 a manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. ************************************************* manufacturing location: inspected, packaged, sterilized and released by: monument / supplier- orchid unique release to warehouse date: 19-feb-2025 expiration date: 01-feb-2035 part number: 03.133.106s, 2.8mm drill bit qc 135mm ster 45mm calibration lot number: 52867p8 (sterile) device history review ==> a manufacturing record evaluation was performed for the finished device with batch number 52867p8. No nonconformities or manufacturing irregularities have identified related to the complaint condition. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.